Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2026. The following information has been received via email on (B)(6) 2025. -what was the target location for the stent? Bile duct. -please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Standard. -what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Jagwire is all I know. -was the wire guide lubricated prior to use? Na. -was the wire guide inspected for damage prior to use? Na. -was the device at the centre of the complaint inspected for damage prior to use? Na -were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? If yes please indicate the type of procedure performed. Na. -did the patient involved exhibit altered anatomy or tortuous anatomy? Na. If not with the device in question, how was the procedure finished? Na. -were any other defects observed on the device prior to return (other than the reported complaint issue)? Na. If yes, please detail any other defects observed. -what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Fuji is all I know. -does your medical facility have a service/maintenance schedule associated with its endoscopes? Na. -please indicate the location in the body where the stent device was to be placed? Bile duct. -was resistance encountered when advancing the wire guide to the target location? Na. -was resistance encountered when advancing the introduction system in place to the target location? Na. -how did the physician deal with this resistance? Na. -how did the physician determine the length of the stent to be used for the procedure? Na. -please indicate why the modifications were necessary. Na. -please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Na. -is an acknowledgment letter (formal notification of the complaint being received) required? Na. Response received on (B)(6) 2025. 1. G21648 - the part number indicates "chbso-10-3" as its catalog number, but the email lists it as "chbo-10-3." Could you please confirm if this is a typo? It is chbso-10-3 email was incorrect. 2. Is any account action needed (credit, no charge replacement, no action, investigation results, etc.¿)? Please send two of g21468 no charge replacements. 3. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) No. 4. Lot number? Cf2286456 for both stents. 5. Usage of product md intended to place these two stents in the bile duct. Reported that the inner catheter of the 10 fr pusher would not fit thru the stents. 6. Can you provide any patient information (age, weight, gender, pre-existing conditions)? No. 7. What type of procedure was being performed? Biliary stent placement. 8. Did the patient require any additional procedures due to this occurrence? No. 9. Please specify adverse effects and provide details. None. 10. Does the complaint relate to: o device placement yes. O device removal no. O observation prior to patient contact yes.

Manufacturer narrative:
Device evaluation: 02 units of lot cf2286456 of chbso-10-3 were returned were returned opened in their original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08 jan2026. Refer to the product return object (pr-90516) examination of returned device field for lab attendance and lab evaluation notes. Visual inspection: 2 stents returned stent 1: stent examined and no defects observed. Stent 2: stent examined and no defects observed. Functional inspection: stent 1: 0.035 inch wire guide passes through the stent stent 2: 0.035 inch wire guide passes through the stent manufacturing records: prior to distribution, all chbso-10-3 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for chbso-10-3 device of lot number cf2286456 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the chbso-10-3 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf2286456. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. The pushing catheter and guiding catheter involved in this procedure were not returned for evaluation and there was no damage or defects observed on the returned stents. A possible root cause could be attributed to procedural difficulties where there may have been a tortuous anatomy or stricture located within the bile duct that impeded the guiding catheter from advancing through the stent. Additional information received confirmed that the customer used a 10 french cook pushing catheter which contained a guiding catheter preloaded inside it, therefore there was no possibility that a different catheter of incorrect sized dimensions could have caused the reported issue. However, as the catheters involved in this procedure were not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, pusher would not go through the tapered end of the stent confirmed quantity of 2 devices, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. The pushing catheter and guiding catheter involved in this procedure were not returned for evaluation and there was no damage or defects observed on the returned stents. A possible root cause could be attributed to procedural difficulties where there may have been a tortuous anatomy or stricture located within the bile duct that impeded the guiding catheter from advancing through the stent. Additional information received confirmed that the customer used a 10 french cook pushing catheter which contained a guiding catheter preloaded inside it, therefore there was no possibility that a different catheter of incorrect sized dimensions could have caused the reported issue. However, as the catheters involved in this procedure were not returned for evaluation; the cause of this complaint could not be conclusively determined.

Event description:
As reported on customer complaint email: "during a procedure yesterday in room 8, staff experienced a issue with the following item: cotton biliary stent chbo-10-3/g21648. While using the item along with 10fr pusher, the pusher would not go through the tapered end of the stent. Nurse and doctor both tried to push it through but without success."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.